Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she also had a battery out limit alarm. Customer reported that her pump alarmed after a battery change. Customer took out the battery but the alarm would not clear. Customer was assisted with programming time /date on the pump, but customer stated that she was unable to set the time. Customer reported that the act button was not letting her clear the alarm. Pump was not alarming at the time of the call. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No battery out limit alarm was noted. All operating currents were within specification and the insulin pump passed the self test. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.